Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014, which performed as expected. An immucor field service engineer visited the customer site to assess the customer instrument.